Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electrosurgical generator unit (iesu) generator associated with the customer-reported complaint. The unit was analyzed, and the reported failure was not confirmed and not replicated. An observation that was not related to the reported complaint was that the front frame was cracked.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy was not working. The customer used an external generator to resolve the issue. The procedure continued as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the electrosurgical unit (esu) to resolve the issue. The system was verified and ready to use.